Manufacturer narrative:
The device was received for evaluation; the overpouch was not received. During visual inspection, the leak was observed in port tube seal. Leak testing was performed and a leak in the internal bag was noted in the in port tube seal. The reported condition was verified and the direct cause was determined to be machine failure. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an all-in-one container was leaking near the tube port. This occurred during setup. There was no patient involvement. No additional information is available.